Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent oversensing and undersensing leading to possible false classification of bradycardia and pause episodes. The device remains in use. No patient complications have been reported as a result of this event.